Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal low calcium 1.5% singlebag and extraneal therapies. On an unknown date the patient experienced an exacerbation of nausea, vomiting and vomited blood. On (B)(6) 2012 the patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin (route, dose, and frequency unreported). The cause of the peritonitis was unknown. The dianeal and extraneal therapies were ongoing. Patient had recovered from peritonitis. The events were not related to baxter dianeal or extraneal solutions, device, or disposables. On (B)(6) 2012 the patient experienced peritonitis and was hospitalized the same day. Per the nurse this was a recurrent peritonitis event from an unresolved peritonitis diagnosed on (B)(6) 2012. The patient was treated with vancomycin (route, dose, and frequency unreported). The cause of peritonitis was the organism was possibly colonized in the pd catheter from previous peritonitis ((B)(6) 2012). On (B)(6) 2013, the patient was discharged from the hospital. The peritoneal dialysis (pd) catheter was discontinued during the hospitalization and the patient has been placed on in-center hemodialysis for approximately 2-3 months. A decision has not been made for the patient to be switched back to using pd therapy at this time. The patient has recovered from this event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12g19019, and h12f16496. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.